Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) old female consumer reporting on self from the united states. The medical history of the consumer and the concomitant medications were not reported. On an unspecified, the consumer started using o.b. Unspecified cutaneously for menstruation (lot number, frequency and expiration date unspecified). After about a week, when she went to change the tampon, she noticed the string kept unraveling and had discomfort feeling. The action taken with the device and the event outcome were unknown. This report has no adverse event. No sample was received for evaluation as such it is not possible to evaluate the particular alleged defect. No lot number was provided with the complaint. Without a valid lot number, the device history record review, lot trending and retain sample inspection could not be performed. A review of the data associated with these complaint categories revealed no adverse trends. Complaint trends will continue to be monitored. Additionally product description provided is incomplete. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.